Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate automatic mode switch episode due to far r wave oversensing was observed. The device was reprogrammed. Patient monitoring will continue.